Manufacturer narrative:
Images of the procedure were received by edwards lifesciences for review. During gross valve alignment, there appears to be tension in the system, as flex catheter is seen buckling and the valve dives into the flex catheter. The valve is not coaxial (squared) during valve alignment. The valve is seen diving into the flex tip and is canted. Imaging does not show whether or not valve alignment was performed in a straight section of the patient¿s anatomy, as recommended. The final image provided of fine valve alignment shows the valve is not aligned to the distal marker (1-2mm off). The second valve deployed well. Good distal flow seen down right sfa after pta balloon and stent placement in the right iliac.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences. Upon visual inspection, it was observed that the crimp balloon was torn with severe gouges present on the flex tip. The gouges were prominent on one side of the flex tip. Due to the condition of the returned device, no function testing was performed. Double wall thickness measurements were taken on the crimp balloon along the balloon separation. The measurements met the double wall thickness specifications. No manufacturing non-conformances could be identified. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the delivery system was the source of the complaints. No IFU/training deficiencies were identified. The complaint for ¿delivery system ¿ difficulty with valve alignment¿ was unable to be confirmed. Visual inspection of the returned device showed that valve alignment had been fully completed as the valve was in position on the inflation balloon. Information provided indicates that the access vessel had moderate tortuosity and notes that the flex shaft ¿misaligned with the valve and it appeared to have a lot of torque stored in the system¿. The statement suggests that the valve was not coaxially aligned with the flex tip and that alignment may have been performed in a non-straight section of the anatomy. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment it can result in higher than usual valve alignment forces. The gouges on one side of the flex tip support that the flex shaft was ¿misaligned with the valve¿ and suggest that diving and unseating of the thv occurred during this case. Therefore, it is likely that patient/procedural factors (tortuosity; valve alignment in a non-straight section) contributed to the complaint. Due to the observed crimp balloon tear, the complaint for ¿balloon ¿ torn¿ was confirmed. Dimensional and visual inspection of the crimp balloon revealed that the balloon wall thickness was within specification and that the bond (inflation balloon to crimp balloon) remained intact. If the thv is unseated during valve alignment it can result in higher than usual valve alignment forces, and can potentially contribute to the tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. It is likely that patient/procedural factors (tortuosity; valve alignment in non-straight section) contributed to the complaint. The complaint for ¿delivery system ¿ withdrawal difficulty, through sheath¿ was confirmed based on the condition of the returned device (delivery system inserted into sheath). Withdrawal of the delivery system with a crimped valve can be affected by factors such as withdrawal angle, not placing the flex tip over the triple marker prior to withdrawal, non-coaxiality of the components being retrieved, larger thv profile due to valve location, and/or torn balloon. Available information suggests that patient/procedural factors (tortuosity resulting in balloon tear during valve alignment) contributed to the complaint. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in an edwards technical summary, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device.   Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the femoral artery injury was most likely related to the difficulties removing the delivery system and torn balloon. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(4) affiliate, during a 29mm sapien 3 case by tf some force was required to get the delivery system up through the femoral artery and into the descending aorta. Fluoroscopy showed that the flexcath was misaligned with the valve and it appeared to have a lot of torque stored in the system and needed to be repositioned twice during the alignment. The flexcath was repositioned twice so that it pushed the valve securely on to the balloon. The valve was then positioned into the aortic annulus and deployment was requested. Upon pushing down on the inflation device the balloon failed to inflate. Pacing was stopped and the inflation device refilled with some contrast solution and also blood. An attempt was made to withdraw the delivery system back into the esheath for removal but it would not go in, subsequently the sheath was removed and the delivery system with valve still attached came out after, requiring a small cut down and some effort to get the valve out of the femoral artery, resulting in a vascular injury requiring a balloon and a covered stent to repair. A second system and valve were prepared and delivered through a 22f sheath, valve was successfully deployed in the aortic annulus with no leak.